Event description:
It was reported that "it was noticed that this item was broken (piece of plastic cracked on the side of it.) When getting ready to use for surgery. Was used with no negative effect."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.